Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed signs and symptoms of suspected pump thrombosis on (B)(6) /2015 and was admitted on an unspecified date. The patient had an elevated lactate dehydrogenase greater than 3000 u/l, brown urine indicating hemolysis, and increasing bilirubin and creatinine levels. The patient was treated with bivalirudin. The patient reportedly had no history of coagulopathy issues and had an inr between 2-2.3. The patient received a pump exchange on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.